Event description:
It was reported that high, out of range, high voltage lead impedance was observed. No patient symptoms were reported. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.